Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The customer troubleshot with tech support and found that zeroing the certifier addressed the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during preventative maintenance and self-testing the unit set to 40cmho2 = 34 and set to 25=18.5 cmh2o. The customer troubleshot with tech support and found that zeroing the certifier addressed the issue. There was no patient involvement.